Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator experienced a battery issue. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device experienced an unspecified battery issue. According to the source case notes, the customer has not accepted the service quote, which has expired, and no repair activity was performed by philips. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer did not accept the service quote, and no repair activity was performed by philips. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.